Manufacturer narrative:
Citation: olarte, j. Md et al. Transcatheter valve-in-valve replacement through apicoaortic conduit for aortic bypass valve failure. Annals of thoracic surgery (2018) doi 10.1016/j.athoracsur.2017.08.026. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6) female was implanted with a 20mm hancock valved conduit. Eight years post implant, dyspnea and acute heart failure were noted. An echocardiogram indicated calcification, stenosis and regurgitation of the valved conduit. Subsequently, the conduit was replaced valve-in-valve with a non-medtronic transcatheter aortic valve. No additional adverse patient effects were reported.